Event description:
It was reported that during preventive maintenance the device was found in need of repair as it had a corroded motor, worn reciprocation arm, and four worn screws. There was no patient involvement. During product evaluation, it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the motor was corroded, and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: united kingdom.